Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance greater than 2000 ohms, high thresholds and loss of capture (loc). The lead was surgically abandoned and a new lead implanted without issue. There were no additional adverse patient effects reported.

Event description:
Additional information was received that the high out of range impedance measurements were exhibited through the device and the pacing system analyzer (psa) confirming a lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.